Event description:
A "no" message appears was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "shaking, sweating and could not walk" and was unable to self-treat, requiring healthcare professional administration of insulin injection (type/dose unknown) for treatment and to check their blood glucose level. The customer did report having a blood glucose test of 47 mg/dl was obtained on an unspecified meter and unspecified date and time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.